Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 350 mg/dl on the advantage system while using expired strips and then she gave him 10 units of novolin r based on that reading. Reporter stated that as a result, he began having the hypoglycemic symptoms of convulsion and incoherence. Reporter stated she called the paramedics, they obtained a 61 mg/dl result, and treated him with a glucose injection. Reporter stated the customer was taken to the hospital and kept overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.